Event description:
It was reporting that during a sleeve gastroplasty procedure, the device cut without stapling. Surgery was prolonged fifteen minutes. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/24/2008. Information anticipated, but unavailable at this time.